Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during reprocessing, the cystonephrovideoscope tested positive for 1 colony forming unit (cfu) of proteus vulgaris. All channels were sampled. The user did not report any contamination or other serious deterioration in the state of health of any person, which could have been a contributory cause.